Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys anti-hbs gen. 2 immunoassay on a cobas 6000 e 601 module. It is not known if any incorrect results from the sample were reported outside of the laboratory. The sample was initially tested at another site using an unknown method and the anti-hbs value from this site was (B)(6). The sample was tested at the customer site on the e 601 analyzer and the result was (B)(6)). The sample was ultracentrifuged and repeated on the e 601 analyzer, resulting with a (B)(6) value (no specific result provided). The serial number of the e 601 analyzer was requested, but not provided.